Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose with blood glucose of 36 mg/dl at the time of the incident. The customer did not mention how they treated. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer declined. The customer was having issues with sensor glucose versus blood glucose differences. The customer is a brittle diabetic who gets about 2 lows a day. The customer was hospitalized for 6 days the previous week from the call. The insulin pump will not be returned for analysis.